Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, after the cartridge had been filled, the insulin gauge remained static at a display of over 300 units even while delivering boluses. The customer declined to reload a new cartridge. There was no reported impact to the customer's blood glucose level.